Manufacturer narrative:
The device had no malfunction per reported additional information by the customer. There is additional information for the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Additional information was received from the customer. This supplemental report is being submitted to provide this information. The issue of the image that the customer was experiencing was not caused by the device. There was no device malfunction. Customer did not specify which device had caused the problem.

Manufacturer narrative:
Customer communicated that the issue of the image with the device is resolved. No information provided on how it was resolved. The device is not being returned. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded a black screen image with one scope and then a pink static on the screen with another scope. There is no reported harm to any patient.